Event description:
It was reported a patient experienced peritonitis manifested as symptoms of discomfort, cloudy bags and pain when draining and filling coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for 28 days. Pd therapy was ongoing. The patient was treated with unspecified antibiotics. The root cause of the peritonitis was undetermined; the patient was retrained on aseptic technique. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.